Event description:
Initial issues involving the surgical gowns began approximately 8 months ago. Splitting of surgical gown cuffs - per the representative, this was a manufacturing defect that they have addressed. Cards on the cloth belts of the surgical gowns falling off before staff can turn (cards held by unsterile staff so sterile staff can turn and tie up cloth belt). Per the rep, this was a manufacturing issue of the tightening of the cord into the card and has been addressed. Lack of velcro on the back of the surgical gowns so staff can cover up and maintain sterility. The rep has been informed and was going to follow-up with the company. Recent issues with ppe: blue surgical masks - one staff had a severe allergic reaction that included lip/eye swelling necessitating time off from work. Staff have complained of the masks being "dusty" and "fuzzy" with some staff having to "dust" the mask prior to putting it on their face. One staff breaks out in a constant rash on her wrists from the cuffs of the surgical gowns. Staff safety has been compromised due to potential exposure of blood and body fluids in addition to allergic reactions. Patient safety has been compromised due to potential infection control issues (break in sterility with gown failure). Manufacturer response for surgical gowns, surgical gowns (per site reporter): cuff splitting and cards falling off issues were identified as a manufacturing defect that has been addressed.